Manufacturer narrative:
There was no reported injury or delay in treatment because of this issue. Evaluation of the transducer will be included in a follow up report upon its return.

Event description:
The customer reported the s7-2 omni transducer articulation controls failed while the patient was under anesthesia during the ultrasound examination. There was no reported injury or delay in treatment because of this issue. Evaluation of the transducer will be included in a follow up report upon its return.

Manufacturer narrative:
The customer reported the s7-2 omni transducer articulation controls failed during the ultrasound examination. The field service engineer was contacted and stated there was no delay in treatment, and the ultrasound exam was completed without injury. The transducer reliability engineer evaluated the returned s7-2 omni and reported damage to the neck, frayed steering cable and fluid ingress in the connector, which are all indicative of user induced failures. The returned s7-2 omni transducer was damaged beyond repair and was scrapped.